Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their ot delica enhanced lancing device had a sampling collection issue. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening to the call recording. The patient reported on (B)(6) at 10am, she was unable to load the lancet into the lancing device. The patient manages her diabetes with pills, diet and/or exercise. It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of "feeling and shaky" 1 day after the product issue as a result of not being able to test. The patent alleged self-treatment with food and/or drink on (B)(6) 2015 at 4pm. No other device was used. At the time of trouble shooting, the cca confirmed the wrong lancets (bayer - microlux) were being used by the patient; the patient informed the cca she received these from her pharmacist. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.